Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that cefepime was started at 0615 to infuse at 12.5ml/hr. However, the bag was found empty at 0815. The user verified that the pump was programmed correctly at 12.5ml/hr. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, manufacturing location. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of cefepime was confirmed during a review of the log and is being attributed due to a user error. A review of the log records showed the secondary infusion was programmed as reported (rate = 12.5ml/hr, vtbi = 50ml), but after a restart only the primary infusion resumed at 100ml/hr, which is expected system behavior. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event was reported as occurring on (B)(6) 2025 at 06:15 am. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. No infusion activity was observed at 06:15 am on (B)(6) 2025; however, at 10:34 pm a primary infusion began. Later, at 06:15 am on (B)(6) 2025, a secondary infusion was programmed with the parameters reported by the facility (rate = 12.5ml/hr and vtbi = 50ml). At 07:29 am, the pcu was restarted, restoring only the primary infusion (rate = 100ml/hr), which is consistent with the bd alaris¿ system user manual v12.3.2 stating that secondary infusions do not automatically resume after a restart. The logs below show the events from (B)(6) 2025 at 10:31 pm, when the unit was first powered on and programmed, until (B)(6) 2025 at 08:23 am, when the unit was turned off: at 10:31 pm on (B)(6) 2025, the pump module was powered on and programmed for a primary infusion (drug ID 154 ¿ cefepime) with rate = 12.5ml/hr and vtbi = 50ml. Later, at 12:42 am on (B)(6) 2025, the channel off key was pressed, and the unit was powered off with pvi = 26.706ml and svi = 0ml. At 06:14 am on (B)(6)2025, the device was powered on and programmed for a primary infusion (drug ID 1 ¿ ivf maintenance) with rate = 100ml/hr and vtbi = 25ml. At 06:15 am, an occlusion alarm occurred, followed by a remote IV for a secondary infusion (drug ID (B)(6) ¿ cefepime). The secondary started but at 06:16 am the channel off key was pressed, powering off the unit with pvi = 26.892ml and svi = 0.055ml. At 07:29 am, the pcu was powered on again, restoring the previous primary infusion (ivf maintenance) at 100ml/hr with vtbi = 24.814ml. The infusion was completed at 07:45 am with pvi = 51.718ml and svi = 0.055ml, then entered kvo at 20ml/hr. At 07:48 am, the vtbi was updated to 50ml; the infusion ended at 08:19 am with pvi = 102.768ml and svi = 0.055ml, followed by kvo again. At 08:23 am, the channel off key was pressed, and both the pump module and pcu were powered off (total volume infused = 104.336ml). The total secondary volume infused remained at 0.055ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris¿ system user manual v12.3.2 provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Additionally, the secondary solution container must be positioned higher than the primary solution container. According to the bd alaris¿ system user manual v12.3.2, a secondary infusion can be restored after it has completed either prior to or after the module has been turned off by pressing the channel select key then pressing the restore soft key to restore the primary infusion followed by pressing the secondary soft key and the restore soft key again then verifying parameters and pressing the next soft key opening the clamp on the secondary infusion set verifying infusion parameters and pressing the start soft key and finally confirming that the secondary clamp is open. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of cefepime is being attributed due to a user error. The log analysis showed the secondary infusion was initially programmed with the reported parameters (rate = 12.5ml/hr, vtbi = 50ml) but was interrupted shortly after initiation. After the device was powered off and on, only the primary infusion was restored at a higher rate (100ml/hr). The manual indicates that secondary infusions require an additional step to be manually restored after restart, which did not occur. The returned device was fully evaluated and found to be operating within specification, suggesting the issue likely resulted from misunderstanding of system functionality rather than device malfunction. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that cefepime was started at 0615 to infuse at 12.5ml/hr. However, the bag was found empty at 0815. The user verified that the pump was programmed correctly at 12.5ml/hr. There was patient involvement, but no harm. The customer later added the following information: the cefepime infusion had a volume to be infused of 50ml with a bag concentration of 2g in 50ml. The event occurred on (B)(6) 2025 at 0615 and was programmed with interoperability/barcode scanning. After an onsite visit from bd clinical consultants, the following information was obtained: o the cefepime infusion in question was initiated on (B)(6) 2025, at 6:15 am by the night shift nurse. The infusion consisted of 2g of cefepime in a 50 ml IV bag, with a programmed vtbi of 50 ml and an infusion rate of 12.5 ml/hr scanned via interoperability. No other infusions were running concurrently. O the setup included a 250 ml bag of 0.9% normal saline (ns) as the primary infusion, with the cefepime bag hung as a secondary. The tubing used was the bd alaris pump infusion set (ref #2420-0007) for the primary line and the baxter clearlink system secondary medication set with duo-vent spike (ref #2c7462) for the secondary line. It was attached to the bd primary tubing set at the smartsite valve above the pump module. O during their rounds at approximately 8:15 am, the nurse heard the patient¿s IV pump alarm and entered the room to investigate. The alaris system device was displaying a ¿patient side occlusion¿ alarm. The nurse turned off the pump module administering the cefepime, disconnected the IV tubing from the patient, manually flushed the IV site, and capped it off. O upon attempting to document the stop time in epic, the nurse observed that the infusion was scheduled to run over four hours but had started at 6:15 am and was already completed after only two hours. The cefepime IV bag was empty. O the nurse reported no visible damage to the pump module. The IV set was loaded top-to-bottom and hung correctly as a secondary infusion. They noted that there was no visible flow into the primary IV line during the event but observed that the fluid level in the primary ns bag appeared significantly higher post-infusion than it had prior. They remarked, ¿the primary bag looked so much fuller.¿ additionally, the drip chamber of the secondary cefepime bag was completely empty. O the alaris device was positioned high on the IV pole, and the patient was seated upright in a chair at the time. The nurse noted that the device was situated above the patient¿s shoulder level.